Event description:
It was reported that during a procedure using a paragon t2 icw wand, the wand produced a soot colored residue while inside the surgical site. The residue was able to be removed from the site and the procedure was successfully completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. It is possible the device's temperature indicator was flaking, most likely due to coming in to contact with a hard surface such as a bone, or was continuously rubbed against another object which will cause the temperature indicator to become detached or smudged. The instructions for us provided with the device contains warnings and directions related to proper handling of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship between the complaint and the returned device. Visual inspection under magnification shows minimal electrode wear. The blue temperature indicator around the spacer has a smudge appearance. There are no manufacturing abnormalities visually observed with the remaining components of the wand. The wand was connected to a compatible controller and activated in saline solution using default and max settings in which the ablate and coag performed as intended. The complaint has been visually verified and the root cause could not be determined with confidence. Factors that could have led to the damaged temperature indicator includes: the device coming into contact with a hard (metallic) object or was continuously rubbed against another object which will cause the temperature indicator to become detached or smudged. The instruction for use (¿IFU¿) contains warning and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.